Event description:
Manufacturer received information alleging the pressure on a ventilator was unstable. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation, and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.